Event description:
Patient had a regularly scheduled device check & lead impedance was found lv tip to can. Although this alert was from (B)(6) 2023, changed were not made until device ck on (B)(6) 2923. Patient stated she had, shortness of breath. Lv historically low. Trends were printed. Changes to vsr off, at/af alerts turned on, vt monitor alert turned on, total vp less than 90% turned on, a, rv, and lv high capture, management turned on. Patient given low dose of losartan. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).